Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient's father contacted animas to report the subject pump lost power and would not power back on. At the time of troubleshooting, the reporter reported there was moisture behind the pump's display. The patient's father confirmed the patient had gone swimming with the pump on. The patient's father denied any visible damage to the pump's casing or battery cap. The alleged power issue remained unresolved.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: pump returned with visible moisture in the display lens. Testing confirmed the pump does not power on and there were no audible or vibratory sounds. Unable to download black box data and pump history due to moisture damage in the pump. A case seal leak was found during leak test. The pump cover was removed and moisture was present in pump . Testing was unable to complete all required investigation steps due to internal moisture damage.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.